Event description:
The customer reported a system software error during a case. The system worked after reboot. Also the lights flickered before the problem happened. No patient injury was reported.

Manufacturer narrative:
The service rep could not duplicate the problem. The system functions as intended.